Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. The alternate-method result was within normal range. Siemens has concluded investigation. The patient sample in question could not be provided for additional testing due to insufficient volume. It is noted that the alternate test method, which produced the conflicting (lower) result is a troponin t (tnt) method, unlike the atellica im tnih assay, which measures troponin I (tni). The assays measure different forms of cardiac protein. It is known that in myocardial infarction tni levels rise much more quickly than tnt levels, and tni measurements could be up to 100-fold higher than those for tnt in the same individual. Values obtained with different methods cannot be used interchangeably. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Based on the available information, the cause of the discordant result could not be conclusively determined. The customer is operational, and the reported issue was resolved by routine troubleshooting. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings.". Siemens is investigating.

Event description:
A customer reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing when using tnih lot 107. Reproducibly elevated atellica im tnih results were observed for the patient in question. The patient was transferred to a regional hospital, where a new sample was drawn and tested using an alternate method. The alternate-method test produced a lower result (within normal range, <20 ng/l). The normal result was considered consistent with the patient¿s clinical condition. There are no allegations of any adverse patient consequences in association with the observed result discordance.